Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge was performed and passed. A receiver boot test was performed and passed. Functional tests were performed and passed relevant tests but failed serial number verification. An internal visual inspection was performed and passed. The receiver log was downloaded and reset was found in the log. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.